Manufacturer narrative:
Additonal information: g3, h2, h3, h6, h11. The reported event of fluid leak could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the atrial fibrillation procedure with carto, fluid backflow was observed from the hemostatic valve of the swartz sheath following the removal of the guidewire and dilator. The swartz sheath was replaced, and the procedure was completed with no adverse consequences to the patient.